Event description:
Discordant advia centaur xp afp results were obtained for samples from the same patient. The results were discordant between serum and plasma and the first and second draw. The afp results were high and then low. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.

Manufacturer narrative:
The cause for the discordant afp results is unknown. Possible pre-analytical issue. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the intended use section: "use afp results only as part of the overall clinical evaluation of a patient. Do not use afp results as the only criterion for diagnosis." The IFU states in the specimen collection and handling section: "serum and amniotic fluid are the recommended sample types for this assay."

Manufacturer narrative:
Siemens filed the initial MDR on august 30, 2013. On 09/24/2013 additional information: the patient sample was tested on an alternate method. The result was high. Alternate method result: 275.5 ng/ml. Further investigation at the customer site indicates that the sample was aspirated from track and therefore, sample carry over is eliminated. The cause for the discordant afp results is unknown.